Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: d-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: evproplus-34 (unknown); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a patient underwent an attempted transcatheter aortic bioprosthetic valve replacement procedure. During the procedure, for an unknown reason, implant was attempted with two different 34mm medtronic valves (serial numbers not provided). However, a coronary occlusion occurred and the patient died during the procedure. It was reported one of the valves occluded the coronary arteries. No further information was provided.

Event description:
Additional information was received that the first valve dislodged and required a second valve to be implanted. The dislodged valve caused the coronary occlusion.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a patient underwent an attempted transcatheter aortic bioprosthetic valve replacement procedure. During the procedure, for an unknown reason, implant was attempted with two different 34mm medtronic valves (serial numbers not provided). However, a coronary occlusion occurred and the patient died during the procedure. It was reported one of the valves occluded the coronary arteries. No further information was provided. Additional information was received that the first valve dislodged and required a second valve to be implanted. The dislodged valve caused the coronary occlusion. Additional information was received to report a pre-implant balloon dilation was performed. Following implant of the valve, the valve frame appeared under expanded and a post-implant balloon dilation was performed. The cause of death was due to the coronary occlusion. Additional information was received that the patient was rapid paced during post-implant dilation to slow 120 because of not enough output. A high implant contributed to the dislodgement. Per the physician, the dislodgement occurred during the balloon dilation. Additional information was received to report the valve was not intentionally implanted in a high position. Rather, when the first delivery catheter system was used, the user inadvertently implanted the valve at the high implant depth. This valve was associated with the under expansion of the valve frame, dislodgement, and occlusion of the coronary arteries.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added to indicate the valve noted in section d of this report was not the main contributor to the adverse event. When using the first dcs, the user inadvertently deployed the valve to an inaccurate implant depth which led to the valve dislodgement and the cascade of subsequent adverse events. However, the valve noted in section d of this report cannot be excluded as a potential contributor to the patient's death. H10. The regulatory report relates to the system reported dcs and the first valve implanted as the main contributors to the adverse events and patient's death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a patient underwent an attempted transcatheter aortic bioprosthetic valve replacement procedure. During the procedure, for an unknown reason, implant was attempted with two different 34mm medtronic valves (serial numbers not provided). However, a coronary occlusion occurred and the patient died during the procedure. It was reported one of the valves occluded the coronary arteries. No further information was provided. Additional information was received that the first valve dislodged and required a second valve to be implanted. The dislodged valve caused the coronary occlusion. Additional information was received to report a pre-implant balloon dilation was performed. Following implant of the valve, the valve frame appeared under expanded and a post-implant balloon dilation was performed. The cause of death was due to the coronary occlusion. Additional information was received that the patient was rapid paced during post-implant dilation to slow 120 because of not enough output. A high implant contributed to the dislodgement. Per the physician, the dislodgement occurred during the balloon dilation.

Event description:
It was reported a patient underwent an attempted transcatheter aortic bioprosthetic valve replacement procedure. During the procedure, for an unknown reason, implant was attempted with two different 34mm medtronic valves (serial numbers not provided). However, a coronary occlusion occurred and the patient died during the procedure. It was reported one of the valves occluded the coronary arteries. No further information was provided. Additional information was received that the first valve dislodged and required a second valve to be implanted. The dislodged valve caused the coronary occlusion. Additional information was received to report a pre-implant balloon dilation was performed. Following implant of the valve, the valve frame appeared under expanded and a post-implant balloon dilation was performed. The cause of death was due to the coronary occlusion.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D10. Other medical products in use during the event include: product ID x2: d-evprop34 (lot: 0012514794); product type: 0195-heart valves; implant date: not implantable product ID x2: l-evprop34 (lot: 0012497770); product type: 0195-heart valves; implant date: not implantable product ID: evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6)2025 h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.